Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: investigation revealed a dim and discolored display screen. Unrelated to the complaint, a review of the black box indicated a power on reset on (B)(6) 2013 at 8:11am. The pump¿s time date and time were not set correctly. The time and date was accurately set at start of investigation. The rewind, prime and load steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hour and reinserted, the pump time and date was found to reset to factory settings.

Event description:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint.